Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had something came off from the top of the screen and the buttons was sticky seems like there was delay. The customer¿s blood glucose level was unknown. Customer stated that the spring of the belt clip came off and the plastic side was broken. Troubleshooting was performed for damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with missing display window cover, scratched case, pillowing keypad overlay and minor scratched lcd window.